Event description:
On 10/03/97 patient had valve explanted due to recurrent regurgitation and pulmonary hypertension. During operation, valve was found to have severe prolapse of the middle of posterior leaflet and some restricted motion of the anterior leaflet. Valve reported with the st. Jude.